Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the parents took the patient to hospital for mapping in 2009. Telemetry showed electrode channels 1, 2, 4, 5, 8 and 12 are all >18 (status: hi) and 4 channels with '- -'. They also checked the cpu and other spare parts and everything was ok. The doctor suggested that they go back home for observation. They went to the hospital for a check up again on april 09, with testing showing the same results. An x-ray was taken and showed no problem with the implant. The parents have been asked if the patient has been involved in any accident or illness, but this was denied.